Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the nozzle contained foreign matter due to insufficient cleaning. Additional findings were as follows: due to wear of the angle wire, the play of the up/down knob was out of the standard value, the bending tube was deformed, the adhesive on bending section cover had a chip, the scope cover plate was peeling, the connecting tube had discoloration, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the protector of the universal cord was shaved, the paint on the suction cylinder was peeled, the control unit had discoloration, the suction cylinder was shaved, the electrical connector had discoloration due to water leakage, the scope connector had corrosion and the plastic distal end cover, the connecting tube, the plastic distal end cover, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the switch box, the scope cover, control section side, the protector of universal cord on scope connector side, the scope connector, the universal cord, the grip, the control unit, all had a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility flushed the air/water nozzle with water and air. It was unknown if the facility wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It is unknown if the facility flushed the air/water nozzle with the detergent solution. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not note any comments or concerns regarding reprocessing, even though. Based on the results of the investigation, the foreign material was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced a water and air supply defect. Water also came out when air was supplied. The event occurred during the diagnostic upper screening procedure. The procedure was completed. There was no report of patient or user harm associated with the event. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.